Manufacturer narrative:
Production records analysis performed plant investigation: a batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The device has been received for evaluation, and the investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: multiple samples were returned to the manufacturer for physical evaluation. The actual sample was returned connected to a baxter solution bag. In addition, two companion samples were returned in their original packaging. During the gross visual examination of the actual sample, no irregularities were identified. The dimensions of the actual sample were closely inspected and were found to be within the appropriate tolerances. Functional testing was then performed, and the apd luer-lock adapter was used in a simulated treatment. During the simulated use test, a leak was observed coming from the connection of the apd adapter to the baxter solution bag during fill 5 of 6. The connection was examined and confirmed to be loose. The connection was tightened, however, it continued to loosen and the leaking persisted. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During testing of the actual sample, a leak was confirmed to be coming from the connection of the apd luer-lock adapter to the baxter solution bag. A cause for the issue could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak was discovered at the end of their pd treatment. Fluid was found to be leaking from the point where the safe lock apd luer lock connector was connected to the patient¿s last bag, a baxter solution bag. There were no alarms that occurred during the patient¿s treatment. Upon follow up, it was confirmed that the leak was not discovered until the completion of their treatment. The fluid did not come in contact with the patient¿s liberty select cycler. The patient stated that the fluid leak occurred because the thread cut on the two products (the fresenius apd adapter and the baxter solution bag) is different. The patient stated the thread cuts do not match. The connection was tightened during treatment set up, however, the connection reportedly loosened over the course of the treatment. The patient notified their pd nurse of the event. They did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The apd connector was available to be returned for a manufacturer evaluation.